Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing, settings rate 2 res vol 61.5 , given 27.2, air in tubing, no injury to patient. No further information available.